Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 686 mg/dl and 211 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell out of range, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.